Event description:
Information provided by the news media stated that a fire occurred in a home resulting in the death of some family members. It was reported that the diseased family member was asleep and using a dialysis machine (cycler) in the living room. The fire broke out around 2:00 a.m. The family member escaped the fire and was hospitalized for injuries sustained while attempting to get the victims out. It was reported that the cycler was connected to an electrical extension cord. The exact cause of the fire is unknown and is currently under investigation.

Event description:
Information provided by the news media stated that a fire occurred in a home resulting in the death of some family members. It was reported that the diseased family member was asleep and using a dialysis machine (cycler) in the living room. The fire broke out around 2:00 a.m. The family member escaped the fire and was hospitalized for injuries sustained while attempting to get the victims out. It was reported that the cycler was connected to an electrical extension cord. The exact cause of the fire is unknown and is currently under investigation.

Event description:
Information provided by the news media stated that a fire occurred in a home resulting in the death of some family members. It was reported that the diseased family member was asleep and using a dialysis machine (cycler) in the living room. The fire broke out around 2:00 a.m. The family member escaped the fire and was hospitalized for injuries sustained while attempting to get the victims out. It was reported that the cycler was connected to an electrical extension cord. The exact cause of the fire is unknown and is currently under investigation.

Event description:
Information provided by the news media stated that a fire occurred in a home resulting in the death of some family members. It was reported that the diseased family member was asleep and using a dialysis machine (cycler) in the living room. The fire broke out around 2:00 a.m. The family member escaped the fire and was hospitalized for injuries sustained while attempting to get the victims out. It was reported that the cycler was connected to an electrical extension cord. The exact cause of the fire is unknown and is currently under investigation.